Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced air in the abdomen. The cause of the event was unknown. On the same day as the event onset, the patient awoke in the night with ¿severe abdominal pain¿. The patient went to the hospital via ambulance. On an unknown date, the patient underwent an unspecified laparoscopic procedure. During the procedure, it was noted the bowel was intact and the air was ¿drained¿ from the abdomen. On an unknown date, a second laparoscopic procedure was performed. The source of the air was not found and an unspecified amount of fluid was drained from the peritoneum. Action taken with dianeal therapy and patient recovery status were not reported. At the time of this report, the patient remains hospitalized. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All connections appeared correct and secure. A performance test was performed and passed. This test verifies that the door is properly connected to the devices manifold. There is no evidence of fluid / moisture within the devices pneumatic system and the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could not be verified through the evaluation. Should additional relevant information become available, a supplemental report will be submitted.